Event description:
The patient received more medication than intended. The pump was programmed on an unspecified date to deliver ketamine 10mg/ml in the continuous mode at a rate of 35mg/hr. No further programming parameters were provided. The customer contact reported that at 1100, a new 30ml vial was placed in the pump, and therapy was resumed at the programmed settings. At 1400, it was noted that the vial was empty. The customer contact reported that the vial was empty in 3 hours; however, "the pump was expected to deliver 105mg in this period, not 300mg." The patient had "hallucinations for 3-4 hours after the event." No medical interventions were required. The pump was removed from clinical service. There were no reported adverse patient sequelae. Though requested, no additional information was provided.